Event description:
It was reported that the ventilator failed the pressure and flow transducer tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported issue regarding the pre-use check failures has been completed. The control printed circuit board was found faulty, and was replaced. The returned printed circuit board was simulated use tested and the reported failure was reproduced. Evaluation of the received device logs confirmed the reported pre-use check failure. Our simulated use testing could confirm the problem, and the electrical measurement made on one of the capacitors could confirm an open circuit. The cause to the reported issue is due to a faulty capacitor. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
As a result of an internal review, it was found that the manufacturer received date was incorrectly reported due to a typo. This follow up serves to correct this error.